Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the patient experience warmth at the ipg site regardless if stimulation is on or off. The patient is afebrile and physician is ruling out infection. The pt was instructed to turn off the system for two weeks and re-evaluate. Follow up revealed the physician found no infection. The pt will meet with the physician to determine the next course of action.